Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating that they had no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer reports the infusion set cannula is was bent. Customer¿s current blood glucose value was 225 mg/dl. Customer reported that they had a back-up plan available and she used a syringe to treat it. Customer reported that the drive support cap appeared normal. Customer decided to not remove the site because she just changed it on sunday and customer stated that she had a no delivery alarm. Insulin pump will not be returned for analysis.